Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated that they can't connect handset to wifi and were trying to connect to the ins to make an adjustment because they can't urinate and it was causing discomfort. Reviewed handset does not need to be connected to wifi to connect to ins. Walked patient through connecting to ins. Patient successfully connected to ins during the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction, urge incontinence. It was reported, that for the last 2-3 days, they have been having a return of urinary symptoms. They have this pain to go to the bathroom, but are not able to urinate. This morning, they got up with the worst sensation and tried pushing, but nothing came out. Patient confirmed, therapy is on. They had recently turned it off for a medical test on tuesday, but have since turned it back on again. Patient has not made any adjustments to therapy settings. Reviewed option to turn therapy off if they suspect urinary symptoms are being worsened by the interstim. Patient declined, stating they do not want to turn it off, because they think that would make it worse. Patient confirmed, they do feel stimulation sensation in their pelvic floor. Reviewed programming options and redirected to managing physician to address patient concerns.